Event description:
Related to MFR report # 2183959-2012-01842. On or about (B)(6) 2010, a elevate apical and posterior system was implanted in the plaintiff to treat her sui and pop. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.